Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Highest result in memory was 371 mg/dl. Caller never goes past 180 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (371) and the lowest normal result (180) is located in zone c. No adverse event reported.